Manufacturer narrative:
No further information is available. This unit has not been evaluated. A purchase order for evaluation and repair has not been issued to date.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit is leaking. There was no reported patient involvement.